Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as approximately 10 cc of waste fluid at the back of the instrument and the needle bellows was not draining. The leak was not contained within the instrument. There were instrument generated errors of "low vacuum" and "probe wipe obstructed" in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/16/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a loose cbc (complete blood count) waste chamber, vc11 causing low vacuum error and not allowing the needle bellows to drain. He replaced the cbc waste chamber which fixed the leak and the error messages. The repairs were verified per established procedures. (B)(4).